Manufacturer narrative:
E1/address line 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that after cleaning and disinfecting the endoscope, black water flows out from inside the channel during reprocessing involving an olympus rhino-laryngo videoscope. There was no patient injury reported.